Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was surgically explanted due to high out of range shock impedance (greater than 160 ohms), on (B)(6) 2025. The original procedure started on (B)(6) 2025, after 4 hours, the active right atrial (ra) lead was removed. The decision was made to reschedule the patient for a more extension thoracic surgery, completed on (B)(6) 2025. The explanted device and leads are not expected to be returned. Besides surgical intervention, no adverse patient effects were reported. A new system was implanted on (B)(6) 2025.